Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asbvs0214 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device is leaking prior to placement. Customer infused nacl through the port needle and it was detected that it leaks, the bag is still connected with the needle.